Event description:
It was reported that a patient presented with back-up vvi mode noted following complaints of discomfort and a series of defibrillation therapies delivered. The device was successfully restored. The patient was stable.